Manufacturer narrative:
Unused devices from the reported lot have been returned to angiodynamics and are being evaluated. Upon completion of the investigation a supplemental medwatch will be submitted.

Event description:
Hospital reports being unable to draw blood from the 6f valved bioflo PICC device, necessitating a needle stick to perform a blood draw. It is possible to infuse liquid into the catheter. Catheter is still in the patient, however unused product from the reported lot has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review-of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the for bioflo PICC product family and the failure mode "aspiration difficulty - needle stick required." No adverse trend was indicated. Five unopened, unused bioflo PICC packages from the reported lot number were returned for evaluation by manufacturing engineering. Inspection under a microscope showed that the valve/slit placement is correct and showed no abnormalities. The molding of the PICC suture wing is performed by supplier pelham plastics. A supplier corrective action request (scar) was initiated for the reported event and the samples were returned to pelham plastics for evaluation, root cause determination and corrective action. The returned samples were evaluated by pelham plastics using a 0.018" patency mandrel per their final inspection procedure. The catheters were deemed acceptable. Pelham also reviewed the lot history for the noted catheter lots and found no anomalies. The directions for use packaged with the PICC includes guidance on maintaining catheter patency as well as precautions regarding not forcibly flushing an occluded lumen.